Event description:
A problem with the stimulation turning on/off was reported. Event occurred twice following a pacemaker check via the phone. Pacemaker is about 3" below the implantable neuro stimulator. It was suggested to bring magnet up from the stomach area and cover the pacemaker. Pt status was reported as good.

Manufacturer narrative:
(B)(4).